Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for follow-up. Noise was observed on multiple vf episodes. No noise was reproduced via isometrics and pocket manipulation. Lead was capped and replaced.